Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a sapien 3 ultra resilia valve, the 16f esheath plus was placed in the right femoral without issue, the valve was crimped on the delivery system and inserted into the sheath. There was significant resistance advancing the valve once it was past the hemostatic valves on the esheath. It was decided to stop and remove the valve and sheath as a unit and replace with new 16f esheath. A new 29mm s3ur valve was crimped on delivery system and advanced without issue. The valve was deployed in good position with no pvl. The 16f sheath was removed and multiple perclose sutures were deployed without achieving hemostasis. A 20f cook sheath was placed and vascular consulted. A cutdown to the right femoral was done and access was surgically closed. The patient remained stable throughout. Per additional information from the fcs, the first valve when removed from the body had a bent tine on the inflow/skirt side of the valve, "this presumably happened when they were pulling the valve back through the sheath after it was stuck". The event was believed to be caused by a kink in the sheath or possibly the first operator removed the loader before the resilia valve was pushed past the hemostatic valves in the sheath. Per additional information provided by the fcs, the valve did not exit the sheath. The first sheath liner was torn and a strut of the valve was hanging out of the tear in the sheath and was bent backwards. The perclose did not achieve hemostasis but that was attributed to the arteriotomy site being torn from the difficulty during removal of the first valve/sheath.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for frame damage and subsequent vascular dissection was unable to be confirmed due to unavailability of returned device and/or relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''per additional information from the fcs, the first valve when removed from the body had a bent tine on the inflow/skirt side of the valve, ''this presumably happened when they were pulling the valve back through the sheath after it was stuc''. The event was believed to be caused by a kink in the sheath or possibly the first operator removed the loader before the resilia valve was pushed past the hemostatic valves in the sheath. Per additional information provided by the fcs, the valve did not exit the sheath. The first sheath liner was torn and a strut of the valve was hanging out of the tear in the sheath and was bent backwards.'' Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader was not inserted through the sheath properly, the crimped valve can be exposed to and interact with the inner lumen of the sheath, resulting in frame damage to the inflow side of the valve. In this case, it was reported that the loader was potentially pulled back before the valve was advanced through the sheath, which likely resulted in interaction between the crimped valve and the sheath hub during delivery system insertion, leading to damage of the frame as reported. Additionally, the patient's access vessel had presence of calcification as reported and observed in patient imaging evaluation. Which can create a challenging pathway during delivery system advancement and contribute to resistance. Also, it was reported that the sheath may have been kinked, also leading to increased resistance during insertion. To overcome this resistance due to the challenging anatomy and potentially kinked sheath, additional force was likely applied, which may have caused the valve frame to interact with the sheath shaft. This interaction could have also contributed to the reported frame damage. As such, available information suggests that procedural factors (incomplete loader insertion, kinked sheath, high push force) and/or patient factors (calcification) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.